Manufacturer narrative:
Upon receipt of these inflatable penile prosthesis (ipp) cylinders and pump at our quality assurance laboratory, the returned components underwent a thorough analysis. Visual examination of the pump identified the pump kink resistant tubing (krt) was worn down to the filament; the outer layer of pump bulb was worn that was a result of wear against the pump strain relief and krt junction. Functional testing of the pump found a fluid leak due to a hole in the pump strain relief krt and cylinder junction that was the result of sharp instrument damage which probably occurred during the explant surgery. Visual examination of the cylinders identified wear at folds in both proximal cylinder bodies. Functional testing of the cylinders found that the first cylinder had a large hole which led to a fluid leak in the proximal cylinder body that was the result of a sharp instrument damage which probably occurred during the explant surgery. The (krt) of cylinder 1 was worn down to the filament. The second cylinder performed within specification. Based on the information available and analysis results, the sharp instrument damage from the explant identified in the first cylinder and pump krt, this would not have caused or contributed to the reported clinical observation of the device not working properly.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis replaced as the left cylinder connecting tube was broken. Following the surgery, the patient was stable, improved and the event resolved.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis replaced as the left cylinder connecting tube was broken. Following the surgery, the patient was stable, improved and the event resolved.